Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, corroded keypad traces, a cracked reservoir tube lip, cracked display window, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 218 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to revert to back up plan. No further information reported.